Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient is now suffering from peroneal lesion and floppy foot. Patient´s left hip is affected. Event : an actis rasp sz. 4 was used, an actis stem sz. 4 was implanted. Doi: unk, dor: unk , (left hip).

Manufacturer narrative:
Product complaint # (B)(4). After further review depuy synthes joint reconstruction determined the device didn¿t cause or contribute to a serious injury. No information has been received that indicates the peroneal lesion and floppy foot has contributed to permanent impairment and/or damage to the patient and the patient hasn¿t received any invasive medical or surgical intervention due to address the floppy foot. Further updates will only be provided if additional information is received that changes the regulatory determination. MFR 1818910-2022-00230 and (B)(4) is being retracted.